Event description:
On (B)(6) 2026, during analysis of the sample returned for (B)(4) (veyvondi - no diluent transfer), a member of the vienna device team observed "particles floating inside the diluent vial".

Manufacturer narrative:
The sample has been returned and a full investigation is pending.

Event description:
On 19 jan 2026, during analysis of the sample returned for pr (B)(4) (veyvondi - no diluent transfer), a member of the vienna device team observed "particles floating inside the diluent vial".

Manufacturer narrative:
During examination of the swfi vial, whitish particles were observed in the clear solution, which were further investigated under pr (B)(4). Particle laboratory analysis identified five grey opaque particles (up to 560 ¿m). Ftir analysis of a representative particle showed consistency with kaolin and polystyrene based material. Kaolin is a known component of butyl rubber stoppers (trace material within the coating layer). Polystyrene is not used in the manufacturing processes of veyvondi, the mix2vial device, or swfi, as confirmed by the respective manufacturers. Comprehensive reviews of manufacturing records, incoming material disposition, retention samples, and aql visual inspections for veyvondi, mix2vial, and swfi lots were compliant with specifications, with no abnormalities observed. Forty[?]four veyvondi retention samples, 122 swfi retention samples, and representative mix2vial retention samples showed no foreign matter. Based on all available information, there is no indication that manufacturing processes contributed to the reported issue. The presence of polystyrene[?]based material is attributed to an external introduction during the reconstitution process. There was no patient involvement, injury, or medical intervention. No manufacturing root cause was identified, no corrective or preventive actions were required, and the complaint is not confirmed. Thanks,